Event description:
It was reported that a pt underwent a hernia repair procedure on (B)(6) 2010. Following the procedure, the pt experienced a small bowel obstruction. The pt underwent re-operation on (B)(6) 2010, where the surgeon found the portion of a small bowel that was obstructed was adherent to the mesh. Additional info has been requested.

Manufacturer narrative:
(B)(4). Bowel obstruction. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.